Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013,the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the up/down arrow and ok button are not responding consistently to user input. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up # 1 date of submission 07/11/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 06/12/2013 with the following findings: the keypad was found to be fully intact; no peeling was observed. During testing, the complaint of intermittent responses of the keypad buttons was not duplicated. All of the keypad buttons responded appropriately. There was evidence of contamination found under all key contacts. During evaluation, the audio bolus button cover was observed to be missing. Contamination was found on the bolus button key contact. Unrelated to the complaint, evaluation revealed a faded, discolored display screen that was difficult t read. A test screen was inserted for the investigation and was found to function properly with no visible signs of fading or discoloration.